Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a database related research activity (drra) and the data came from the dutch breast implant registry (dbir). These analyses below included all tissue expander devices of which the insertion surgery was registered in dbir since the start in april 2015. The data extraction occurred on (B)(6) 2024. The following are the complications reported for mentor tissue expanders: - wound infection ¿ quantity: (B)(4). - skin necrosis - quantity: (B)(4). - seroma - quantity: (B)(4). - hematoma - quantity: (B)(4). - deflation - quantity: (B)(4). - capsular contracture - quantity: (B)(4). - asymmetry - quantity: (B)(4). - breast pain - quantity: (B)(4). - breast cancer - quantity: (B)(4). - device malposition- quantity: (B)(4). - dissatisfaction - quantity: (B)(4). - revision surgery¿ quantity: (B)(4). Refer to manufacturer report number 1645337-2025-09604 for the report for the saline breast prostheses from this drra.